Manufacturer narrative:
There was no patient involvement when the issue occurred. No patient or user harm reported.

Event description:
It was reported that the led screen was frozen. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. It was reported that the touch screen was calibrated, and functional testing was performed on all the functional buttons. The unit tested within the limits.